Manufacturer narrative:
Updated sections - d10, h3, h6, h10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08794. It was reported that during a competitor pacemaker replacement procedure, the leads were to be replaced as well with the system. New right atrial and right ventricular leads were positioned, but there were poor sensing values on these new leads. The atrial perception was reported to be too high, and the ventricular sensing was unable to be measured. Those leads were then removed and the original pacemaker leads that had been in the body were connected to the new pacemaker. The patient was discharged.

Manufacturer narrative:
Correction - b5, h6 (device code should be "failure to sense" not "device sensing problem.

Event description:
Correction: to clarify, the atrial perception was poor and the p-waves couldn't be measured. The ventricular sensing was also unable to be measured.